Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-05459. It was reported the patient desired better back and leg coverage from his scs system. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced with new leads. Postoperatively, the patient was satisfied with stimulation coverage.